Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the device turning off while at work was not determined, however they indicated that the patient believes the electromagnetic field of the old computers is the cause of their device shutting down while at work. No further steps were or will be taken and the issue was reported as being resolved. Patient was implanted for fecal incontinence.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient is employed in a postal office environment with multiple legacy computer systems. They reported that the implantable neurostimulator (ins) device powers off during their working hours. They leave their patient programmer at home to ensure that they cannot accidentally switch off the ins during working hours. At home patient notices that the ins is switched off. The ins was switched on at normal device follow up. Patient should take their patient programmer to work. If the patient notices that the ins is about to shut down, they should actively switch it back on at their workstation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.